Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that: lot: 5169924, observed quantity: 1 observations: 1 unit with particles inside lot: 5169924 observed quantity: 1 observations: 1 unit stained lot: 5169925 observed quantity: 1 observations: 1 unit with particles inside lot: 5169926 observed quantity: 1 observations: 1 unit with particles inside additional information received on 10 jun 2026 could you please confirm the date the incident occurred (dd/mm/yyyyyy)? On (B)(6) 2026 is the sample related to this incident available for analysis? Yes, quantity available for collection: yes, is the sample contaminated? If yes, please specify the substance. No".